Event description:
It was reported that during a stenting treatment procedure shaft fracture occurred. The lesion being treated was located in an unspecified coronary artery. The physician advanced a non-bsc steel mesh catheter to try and straighten out a very tortuous vessel near the femoral artery. Upon advancing the 2.50x20mm promus element stent delivery system (sds) through the steel mesh catheter the shaft of the sds fractured. The device was successfully removed. The physician then advanced a non-bsc sds through the same mesh catheter and the shaft of the non-bsc sds also fractured. The decision was made by the physician to cancel the procedure and schedule the patient for a later date, performing the procedure from a radial approach instead. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).